Manufacturer narrative:
(B)(4). This investigation is still in progress at the time of this report.

Event description:
Customer complaint states 'valves on cuff pilot valve sometimes inflate, sometimes don't.' Alleged issue reported detected during testing prior to use on a patient. No patient harm or impact reported.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint states 'valves on cuff pilot valve sometimes inflate, sometimes don't.' Alleged issue reported detected during testing prior to use on a patient. No patient harm or impact reported.